Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. Review of the provided photographs verify the tubing leak as liquid is present on the red blood cell pump head. There is no damage to the pump tubing visible in the photographs; therefore, the origin of the leak could not be determined based on the photographs provided. A material trace of the red stripe tubing used to build lot m242 did not find any non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. All cellex kits are leak tested prior to packaging. A leak of this nature would have been detected during in-process testing; therefore, it is unlikely the tubing leaked at the time of manufacture. A potential cause of a tubing leak is if damage occurs to the pump loop tubing if it is inadvertently rubbed against the pump head during installation of the kit by the end user. The root cause for the reported tubing leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). H.m. 26 jul 2024.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m242 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m242 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned photographs and smart card is still in process. A final report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the leak was observed during the treatment after less than 100 ml of whole blood had been processed. The leak appeared to be coming from the red blood cell tubing segment. The customer aborted the ecp treatment and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit returned was requested; however, it had already been disposed of. The customer will return photographs and the smart card for investigation.